Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete seal. The procedure was completed successfully. The patient was discharged on coumadin and primidone. At the 45-day follow-up transesophageal echo (tee), a non-mobile thrombus was noted on the threaded insert of the device. A leak of an unknown size was also noted. The patient was changed from coumadin to eliquis and primidone was discontinued. The patient made a full recovery.